Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the suction feature on the vapr coolpulse90 electrode device was out of order. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection was performed; as a result, the device was not returned in its original packaging. The active tip was in a used condition, with evidence of debris around the active tip and in the suction port. No residue visible in the suction tube and no visible damage to the device shaft, handle, cable or plug. During the functional test, the flow failed. A DHR review has been performed for lot u2012008; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation and product ra no initial containment action related to the individual complaint is recommended. From our investigation were able to confirm the customer reported suction blockage with the returned electrode. The blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. The CAPA report analysis concluded the most likely root cause being an intermittent unnoticed equipment fault on linear line 2 leading to inappropriate presentation of the device to the uv cure station. Linear line 2 equipment was decommissioned january 2021 utilizing a different transfer mechanism concept and with improved status monitoring. The customer¿s device was manufactured in jan 2021 on linear line 2 in cleanroom 2. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.